Event description:
It was reported that during a stent deployment, pressure was lost and the stent was partially deployed. The entire system was removed, however, the stent remained entrapped in the sheath. An attempt to retrieve the stent with a snare was unsuccessful and the stent was lost in the vessel. The pt felt serious pain the femoral artery and was taken to surgery where the stent and snare were removed. Pt condition is unknown at this time.